Event description:
On (B)(6) 2019, the patient underwent an emergent endovascular procedure using gore® excluder® aaa endoprosthesis to repair rupture of an abdominal aortic aneurysm. The trunk-ipsilateral leg component was deployed and a proximal type I endoleak was observed. It was reported that upon deployment of an aortic extender component to extend the proximal neck of the trunk, the endoleak was resolved; however the device unintentionally covered the left renal artery. The physician attempted to pull the device down using a balloon catheter to correct the position of the device; however it did not move down and the coverage did not resolve. The physician elected to monitor the patient. The patient tolerated the procedure. It was reported that the repair of the endoleak was prioritized as the procedure was to repair the aneurysm rupture.